Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that a malfunction alarm occurred. Customer¿s blood glucose level ranged from 300-311 mg/dl. The customer continued to use the pump for insulin therapy.